Manufacturer narrative:
The physician reportedly plans to implant a new system on the patient's opposite side, once the patient's condition improves. A request has been made to have these products returned to boston scientific. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), transvenous right ventricular (rv) lead, and transvenous left ventricular (lv) lead were explanted due to a system infection. The patient's competitive right atrial lead was also explanted. The pocket was reportedly beginning to erode.